Event description:
The customer contact reported unable to prime the tubing set. The tubing set was to be used to deliver an unspecified nutrition solution. It was reported that during priming prior to patient use, the tubing set could not be primed. The customer contact indicated that a blockage was detected in the cassette of the tubing set. No specific details were provided. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel.